Event description:
It was reported that the surgeon was having issues with drop clips.

Manufacturer narrative:
No prod being returned for eval. No lot code provided for device. Without the device and/or lot code, we are unable to investigate the reported complaint. We are considering this complaint closed.